Event description:
Septic arthritis [arthritis bacterial]. Staph infection [staphylococcal infection]. Case narrative: this is a serious spontaneous complaint case received from a physician in australia. This report concerns a 75-year-old male patient, who experienced septic arthritis and staphylococcal infection during treatment with euflexxa (sodium hyaluronate) solution for injection, unknown concentration, route and dose for an unknown indication. The patient received 1st injection on (B)(6) 2025, 2nd injection on (B)(6) 2025 and 3rd injection was scheduled for (B)(6) 2025 but cancelled. Lot number: y10159e. Expiration date: jan-2028. On an unknown date, the patient experienced septic arthritis and staphylococcal infection. A physician from a radiology clinic reported that there were nine patients in total. Details are unavailable for five of these patients; the cases were communicated to the clinic by the public health unit at the district hospital. Detailed information is available for four patients, three of whom received product from the same batch. The patients completed a course of euflexxa injections administered under CT guidance, and lignocaine was used with sterile technique report. Action taken with euflexxa was unknown. The event of septic arthritis and staphylococcal infection was serious due to hospitalization and medically significant. At the time of reporting, the outcome of septic arthritis and staphylococcal infection was unknown. The patient received blood pressure medication and clopidogrel as a past drug therapy. No concomitant medication was reported. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Sender comment: although important information (such as medical history, laboratory findings, concomitant medication) was not provided, the contribution of sodium hyaluronate to patient experienced septic arthritis and stap infection could not be excluded due to known safety profile of hyaluronan preparations. The conservative assessment of the causality was based on the information provided in the report. Reference ids: (B)(4).

Manufacturer narrative:
This is default text configured for block h10.